Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that a navigation system unexpectedly exited from synergy cranial after a procedure had been completed. The system was re-booted and normal function was restored. There was no patient present when this issue was identified.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.